Event description:
The philips user interface does not allow for a simple wireless network access prompt to be accepted. The ultrasound unit must be unlocked by an fse to access the windows ui to click "connect" so the ssid connection can proceed. When this issue occurs, it causes a delay in patient care especially while doing mobile exams on patient floors. Manufacturer response for ultrasound, philips (per site reporter). They are aware that there is a problem, but there is no fix.